Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 12, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump after technical support reset malfunction, successfully resumed insulin and sensor use, and planned to rely on backup method, if necessary, while technical support arranged shipment of replacement pump.